Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Per follow up with clinic, patient had last been seen in (B) (6) 2009 and at that time, device functioning properly. The physician wanted to recheck the patient again in 2 months, however, the patient refused the recheck and stated she did not want to be seen anymore. The clinic did not have the cause of death, but did report the patient had aggressive colon cancer.

Manufacturer narrative:
(B) (4)

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) inner insulation separation. Proximal segment returned and analyzed.